Event description:
It was reported that the pump's charging port was damaged, requiring the patient to manually adjust the cable port to charge it. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.